Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting increased thresholds and poor sensing. The lead was found to have dislodged and then successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This ra lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.